Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, diseased and friable leaflets. It was noted that imaging was difficult. An xt clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the physician decided to retract the clip back into the atrium. The clip then became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a small chordal flail occurred. The physician decided to implant the clip, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult positioning of the leaflet grasping and imaging resolution poor appeared to be related to challenging patient anatomy (leaflets were diseased and friable, rotated heart). The reported difficult to remove from anatomy appears to be related to procedural conditions (entanglement in chordae during positioning). The reported tissue injury is a cascading event of the difficult removal from anatomy. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.